Event description:
The following was reported to hamilton medical ag: the report from hospital say: on (B)(6), 2023, the department of intensive care medicine in the old hospital area reported to the medical equipment department for repair and transfer of a ventilator. The failure of the equipment was shown as: the battery was dead after being plugged in no patient harm.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).